Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient¿s peg tube was replaced and a new tube was inserted. When the physician took the peg tube away from patient¿s navel, the peg tube was disconnected and internal fixing device had stuck into the patient¿s tissue. Then, the surgeon cut this tissue and removed the fixing device.